Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The reported issue was no confirmed. The analysis was unable to duplicate the customer's stated problem. During testing, the device did not lose programming. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it's recommended to replace the rear housing as preventive measure. The front housing will be replaced as part of the repair process.

Event description:
Information was received indicating that the cadd ms3 pump lost programming. There were no adverse events reported.